Manufacturer narrative:
Concomitant medical products: w4tr04 crtp, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The patient's left ventricular (lv) and right ventricular (rv) leads were reprogrammed and remain in use. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information was received, which indicated the patient presented to the clinic due to phrenic nerve stimulation. The lv lead polarity was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.